Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thorascopic lobectomy , the device had a poor staple formation after first firing while being applied to interlobular fissure. During excision of the lobes, the green reload was activated the first time but did not continue to activate. The surgical time was extended 30 minutes or more due to the product problem. The device was replaced and transection of new fissure of the device. There was no patient injury.